Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of being used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Note: there is evidence of a void in the top cap bond. The testing was not able to be performed, with the void in the top cap bond the o2 was venting through the gap void and not through the fibers providing for poor gas transfer performance. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.it was reported that the fusion oxygenator was alleged to not remove co2 (carbon dioxide) effectively despite gas flows of 10 lpm during use. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that during a coronary artery bypass grafting (CABG) procedure, cardiopulmonary bypass (cpb) was initiated using a 20 fr dlp arterial cannula and a 32/40 fr dual-stage venous cannula, with a calculated flow of 5.4 l/min. Isoflurane was set at 1%, sweep at 2.6 l/min, and fio2 at 70%. Early in the bypass run, venous saturations began to decline on the cdi monitor, which had not yet been calibrated with a blood sample. Concurrently, the arterial blood became visibly darker, resembling venous blood. In response, the sweep was increased to 4 l/min and fio2 to 95%, but saturations continued to fall. As the aortic cross-clamp had not yet been applied, the patient was taken off bypass for evaluation. Gas lines were checked for disconnections or kinks. During re-filling, arterial blood appeared well-oxygenated and venous saturations recovered to the mid-70s to 82%. Cpb was then reinstated, and the aortic cross-clamp was applied. An initial abg revealed a pco2 of 63 mmhg and a po2 of 79 mmhg, prompting an increase in sweep to 6 l/min and initiation of arterial inline monitoring via cdi. Subsequent abgs showed pco2 values of 96, 88, and 84 mmhg, and corresponding po2 values of 284, 305, and 303 mmhg, respectively. The gas source was switched to a 15 l/min 100% fio2 oxygen tank, initially connected directly to the gas inlet, then adjusted to a pre-vaporizer position to allow for continued isoflurane administration. Cpb weaning proceeded in a standard manner, with normalization of pco2 through conventional methods. Throughout the case, delta pressures across the oxygenator remained stable at approximately 120 mmhg, with no signs of channeling observed. Medtronic received additional information that no issues were observed with the cannulae that were used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d.4 expiration date correction h.4 device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: eval code result (fdr/annex c) updated. Additional information h6: eval code conclusion (fdc/annex d) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator was alleged to not remove co2 (carbon dioxide) effectively despite gas flows of 10 lpm during use. The use of the device was unspecified. No patient complications have been reported as a result of this event.